Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has received the suspect device for investigation. Once the results of investigation become available, a follow up submission will be submitted.

Event description:
It was reported to vyaire that the revel ventilator shut down while connected to a patient. The ventilator was alarming and the patient's oxygen saturation was dropping. The clinician could not detect chest rise and/or movement. The patient was immediately removed from the device and provided positive pressure ventilation via manual resuscitator. The customer confirmed that there was no patient harm associated with the reported event.